Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) with the right ventricular (rv) lead exhibited low out-of-range (oor) shock lead impedance of 0 ohms. The low oor impedance was noted three times, twice last year and last month. Further, the device was interrogated recently and all impedance measurements were within range. Boston scientific technical services (ts) discussed electromagnetic interference (emi) source. The field representative stated to continue to monitor patient. Additional information indicated that the cause was undetermined. The system remains in service. No adverse patient effects were reported.